Event description:
A physician used the subject device during a laparoscopic gastrectomy. When the physician activated output to cut and seal a blood vessel, the physician could cut a blood vessel, but could not seal it, and the bleeding often occurred. Since serious bleeding occurred twice, the patient required 1000 milliliter of blood transfusion finally. The physician replaced the subject device with a similar model. The procedure time was not extended and the patient's condition was stable after the procedure.

Manufacturer narrative:
The subject device referenced in this report was returned to olympus medical system corp (omsc) for evaluation. The evaluation confirmed that there were metal objects such as a stapler stuck in the ptfe pad. There were scratches in the probe where the metal objects of the ptfe pad would have hit against. Upon grasping the handle and activating output, the probe and the ptfe pad did not properly close around the metal objects. Activating ultrasonic output was no problem. The manufacturing history was reviewed, with no irregularities noted. As the result of evaluation, it is highly likely that the physician activated the ultrasonic output during grasping metal objects and the metal objects stuck in the ptfe pad. Since the probe and the ptfe pad did not properly close, hemostasis often failed. The instruction manual of thunderbeat scissors mentions warning and caution for possible mishandling mentioned above. Based upon the finding of the evaluation, this event is considered to be related to user handling. This report is being submitted as a medical device report in an abundance of caution. See scanned page.